Event description:
It was reported that none of the warning lights will come on. No patient injury was reported.

Manufacturer narrative:
One pump received at investigation site in good condition with no physical damage. Visual inspection and found that membrane switch ribbon cable loose from control board connector. The reported issue was able to be duplicated. Reconnected membrane switch cable back into control board, and all illuminates turn on. Device passed all functional and electrical tests. The original device history record (DHR) is no longer applicable as the device was manufactured in 2005. The results of the investigation do not implicate a service process. Operator of device and if initial reporter also sent report to FDA are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).